Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, left main coronary artery. The physician implanted a 3.50x16mm promus element stent in the target lesion, then postdilated with a 4x8mm nc non-bsc balloon catheter. Then, while the physician was performing intravascular ultrasound, a non-bsc guide catheter "got pulled" and the implanted stent was noted to have shortened. The procedure was completed by implanting a 3.5x8mm promus element stent. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).